Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was under delivering because their blood glucose continues running high and stated that the insulin pump did not gave any basal and sensor had gotten filled with blood. Customer¿s blood glucose level was 369 mg/dl and treated with bolus. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had contacted their health care professional regarding the high blood glucose. Customer stated that the drive support cap appears normal. Customer reported insulin exited at the quick release. Customer was using a cannula based infusion set. Customer reported basal rates were programmed inaccurately. Customer reported bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.